Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported going through an MRI process while wearing the insulin pump and the device alarmed motor error. The blood glucose reading was 137 mg/dl. Troubleshooting was performed, and the drive support was sticking out. Assisted the customer to run the displacement test and the test failed. No further information was provided.